Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera iris stops and magnification modes were recalibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. No pt injury was reported.